Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blackout image. A root cause could not be identified. Based on the results of the investigation, it is likely that an expected or random component failure, without any design or manufacturing issue, caused the customer's allegation and the reportable event found during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the picture of the gastrointestinal videoscope did not show up. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.